Manufacturer narrative:
The incident reported under mfg report number 3004608878-2019-00091 was found to be the same incident reported under mfg. Linked to medwatch with uf/importer report number (B)(4) in which the following was reported: a 45-year old male patient had a suboccipital craniectomy for cyst fenestration. Post mayfield head positioning device placement, while the patient was in prone position, the patient¿s head moved causing left temporal pin site laceration. The laceration was slightly bigger than one inch that required cleansing and sutures. Additional information was received on 15apr2019 indicated that the event happened on (B)(6) 2019. The case proceeded after laceration by pin. Most probable root causes of the reported incident are outlined: worn/degraded device (wear and tear). Incorrectly assembled device. Device deficiency identified during procedure. Patient may be under anesthesia. Assumes no other device available. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect/unauthorized devices/accessories for procedure. Improper maintenance.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit was not under pressure, this would not have caused a slippage; when unit was properly positioned and put under pressure, the unit would not have slipped. The device history record reviewed showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. The most probable root cause of reported condition is improper technique used during procedure. Device identifier :(B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped after the patient's skull was pinned causing a laceration during the craniotomy procedure on (B)(6) 2019. Additional information received on (B)(6) 2019 stating that an a1120 mayfield titanium disposable adult skull pin was used. In addition, the approximate laceration was 2.5 centimeter (cm) and it was sutured. There was a delay in the procedure with unknown length of time. The procedure completed using the same clamp.